Manufacturer narrative:
Physio-control evaluated the device, but could not duplicate the reported failure. The device was opened and the wire harness connections were visually examined for proper connection. No discrepancies were observed. Proper device operation was confirmed during functional and performance testing. The electronic patient record downloaded from the device was evaluated. The patient impedance measurements vary from approximately 100 ohms to 280 ohms throughout the recording with an occasional loss of connection (¿dashed lines¿). The impedance data is indicative of a lack of good electrode contact to the patient¿s skin. The defibrillation electrodes used during the reported event were not available for evaluation. The cause of the reported issue was not conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The device was used to treat a (B)(6) male in cardiac arrest. After the first defibrillator shock was administered, the device advised a second shock but then reportedly displayed a ¿connect electrodes¿ warning and a second shock could not be administered. After disconnecting and reconnecting the therapy electrodes to the device, the message "connect electrodes" remained. A second emergency vehicle was called to the scene for a back-up device. Before arrival of the ems, the device functioned again but no additional shocks were advised by the device. Then the back-up device was used with the same therapy electrodes and the patient received 5 to 6 additional defibrillation shocks. The patient was transported to the hospital alive but expired afterwards.